Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a loose hair between the instrument shield and alexis. Based on the condition of the returned unit and the description of the event, it is likely that the loose hair originated from an operator during the manufacturing process.

Event description:
Name of procedure being performed: gynae procedure. Detailed description of event: the nurse opened a gelpoint (cngl2) and found a hair into the box, right between the alexis and the gel platform. According to the nurse, it seems not possible to be a hair from the instrumentist nurse. The faulty device is being returned to manufacturer for investigation. No, the device has not been used on patient. The defaulty device is available at the pharmacy department for investigation. Patient status: na (no patient involvement). Type of intervention: the nurse placed the device aside and opened another one to perform the procedure. The defaulty device is available at the pharmacy department for investigation.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: gynae procedure. Detailed description of event: the nurse opened a gelpoint (cngl2) and found a hair into the box, right between the alexis and the gel platform. According to the nurse, it seems not possible to be a hair from the instrumentist nurse. The faulty device is being returned to manufacturer for investigation. No, the device has not been used on patient. The defaulty device is available at the pharmacy department for investigation. Patient status: na (no patient involvement). Type of intervention: the nurse placed the device aside and opened another one to perform the procedure. The defaulty device is available at the pharmacy department for investigation.